Event description:
Customer reported device therapy connector is broken. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information to customer for device repair.